Manufacturer narrative:
Missing ground prong on power plug.

Event description:
It was reported by service report that the power cord ground prong is missing. No pt involvement or adverse consequences are reported.